Event description:
Follow up information reported that the patient¿s doctor ordered x-rays on (B)(6) 2015 (no results reported). The patient was scheduled to see the doctor on (B)(6) 2015 but cancelled. The appointment was rescheduled for (B)(6) 2015. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that when the patient would pick up his son of 13 pounds and lift him higher, the patient would feel stimulation to his left arm to finger tips. The stimulation was supposed to cover his knee down to his foot. This had started since the beginning of (B)(6) 2015. He would also feel stimulation everywhere when he would cough. Totally different reprogramming configurations were done and the patient was going to try them. A new group d was created with the sensor activated. Groups a and c were deleted. No x-rays had been done. The patient was redirected to his healthcare provider (hcp). Follow-up found that as of (B)(6) 2015 the patient was doing okay but was still feeling stimulation in the arm when picking his son up. Additional follow-up was performed to determine if x -rays had been taken. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 97754, serial# (B)(4), product type recharger; product ID 97740, serial# (B)(4), product type programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that x-rays showed the stimulation leads ending at t10 which was unchanged from prior images from (B)(6) 2014. There were no interventions planned. The patient was going to follow-up in 3 months. The patient was receiving effective stimulation but also still experiencing unwanted arm stimulation.